Event description:
Pt vasculature dilated to 24f, prior to insertion of the device. The device was inserted bareback. The surgeon decided to remove the device to redilate the vasculature. During removal of the device, the femoral artery detached from the aortic bifurcation. The pt was converted to standard open repair. Pt arteries were thin and friable.